Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced an infection and was hospitalized. The event date is unknown. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, a pd registered nurse (pdrn) indicated there was no information available on the reported event nor the patient.

Manufacturer narrative:
Additional information:g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file was assessed to determine if a clinical investigation is warranted. Based on the available information, there is no objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced an infection and was hospitalized. The event date is unknown. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, a pd registered nurse (pdrn) indicated there was no information available on the reported event nor the patient.